Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: "total laparoscopic hysterectomy" event description: "patient has bmi (B)(6) which made for a difficult entry. Surgeon inserted trocar and had hard time getting through (because yellow balloon shield was still on trocar). On second attempt to get trocar through peritoneum, the shield got caught in subcutaneous fat. Surgeon closed and finished procedure not noticing shield. They are not sure if the product was the cor47 or cff03. Wanted to pass along feedback to either lengthen shield so the balloon cant inflate, remove shield all together or write on packaging to remove shield." Additional information received via email from obgyn service coordinator on wednesday 17-jan-2018: "since the incident occurred on (B)(6) and wasn't discovered until (B)(6), the device was subsequently discarded and we are unsure of the lot # to the product. Regardless, the cap is included on all the balloon trocars. The patient had the cap removed and is recovering nicely now. Additional information received via email on 19jan2018 at 1:50 pm from obgyn service coordinator: the device used had a green bolster cone. "I don't believe that the trocar malfunctioned. The patient was difficult to enter, but I don't believe that the product was faulty. This was not my first time using the device, however I don't scrub these cases on a regular basis so the cap removal was forgotten by me. None the less, I feel that the cap does have the potential to be left in more patients because the rooms are dark for laparoscopic cases, new scrubs may not know to take the cap off and the or staff don't have access to the boxes were it is listed to remove the cap from the balloon. If the cap could be removed altogether or a least a warning on the actual package that would help immensely." Type of intervention: "had to perform another procedure to remove shield" patient status: "patient had hematoma" "the patient had the cap removed and is recovering nicely now."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by use error, as the sleeve protector was not removed prior to insertion. The instructions for use (IFU) states, "prior to use, inspect the package of all sterile components to ensure that the integrity has not been compromised. Remove all packaging materials from the device." Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.